Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and catheter entrapment occurred. The target lesion was located below the knee vessel. A 2.50x32mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, as the stent was loaded onto the wire, outside of the body, it would no longer advance on the wire. The proximal end of the stent crumpled on the balloon. The physician attempted to remove the entire delivery system from the wire as it had not entered the patient¿s body but was unable to. The entire stent delivery system was removed from the wire after a blade was used to strip the stent off the balloon. The procedure was completed with a new promus premier stent. No patient complications were reported.